Event description:
It was reported that a spectrum pump displayed error code 345 (thermistor disparity). This occurred upon power-up in the pediatric emergency area. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue could not be reproduced. The upstream and downstream thermistor calibration readings were found to be within specification. A review of the event history log revealed three system error 345 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. The ultrasonic sensor will be replaced per the service procedure requirement. Should additional relevant information become available, a supplemental report will be submitted.